Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device evaluation was completed for the reported event of system error 345. A service history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was reproduced during evaluation and found to be caused by a failed upstream sensor. The upstream sensor was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.